Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to the emergency room on (B)(6) 2015 with blood glucose of 400 mg/dl. Customer had symptoms of vomiting. Customer went to the emergency room due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting it was found that there were no air bubbles or leaks, noticed air bubbles in infusion pump when disconnected at the hospital; cannula was not bent. Customer declined checking for settings. Customer did not have tubing clamp and would call back in order to complete high pressure test. Customer called back when in receipt of high pressure test. Customer was not able to perform high pressure test.